Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One video of a 4fr single-lumen groshong nxt catheter and kit tray was returned for evaluation. The catheter appeared free of clinical use as the stylet was still inlaid and the groshong nxt connectors had not been assembled onto the device. The video showed clear fluid being infused through the catheter. During infusion, a dripping leak was observed emanating from the tubing near the distal end of the device, but proximal to the valve. No details of the leak could be discerned from the video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that leakage detected during pre-flushing inspection after opening the catheter packaging. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.